Event description:
It was reported that the sponge came out of the minicap. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the sponge was outside of the minicap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.